Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the button were getting really hard to press and that they needed a new insulin pump. The customer stated that they will call back in the morning due to being at the doctors office. There were two attempts to reach the customer but they were unsuccessful. There was no indication of troubleshooting or the issue being resolved. There was also no indication of the insulin pump returning.